Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5561850, and no non-conformances related to the reported complaint were identified. Concomitant medical products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, lot #1007170. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis and experienced left sided deflation post procedure. Additionally, baker¿s grade IV capsular contracture was noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.